Manufacturer narrative:
This complaint was found during a recent clinical literature search of this device. The citation is as follows: waseda et al (2015 dec 15). Characteristics of late-acquired incomplete stent apposition: a comparison with first-generation and second-generation drug-eluting stents. J invasive cardiol, vol 27. Please note the adverse event of stent malapposition reported in this article occurred with about 12 patient. Since there were no patient demographics or device specifics, this event will be reported under one medical device report (medwatch). Gender of the patients, are unknown. The catalog code provided (cypher), represents an unknown cypher stent. The catalog and lot numbers for the actual product used in the procedure are unknown. This is one of two reports involved with the reported literature article and the associated manufacturer report numbers are 3003742446-2016-00002 and 3003742446-2016-00003. Complaint conclusion: as reported in the publication by waseda et al, characteristics of late-acquired incomplete stent apposition: a comparison with first-generation and second-generation drug-eluting stents; j invasive cardiol (2015 dec 15) vol 27; there were 12 cases of late-acquired incomplete stent apposition (isa); and 1 case of target lesion revascularization (tlr) in the cypher sirolimus-eluting stent (ses) arm of the study. About 83 % of the isa were located at the body of the ses stent, while 17 % were identified on the edge. Isa was defined as separation of at least 1 stent strut from the intimal surface, with evidence of blood flow behind the stent strut(s). Late-acquired isa was defined as isa identified at follow-up, but not at post procedure. The products remain implanted in the patient. A DHR could not be conducted as a lot number was not provided. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall, which is known as late stent malapposition. Coronary artery restenosis is often associated with the progression of coronary artery disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-coronary stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of coronary atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced these events include patient, procedural, pharmacological and lesion. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. However, based on the information reported, there is no indication that the event was related to a design or manufacturing issue. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported in the publication by waseda et al, characteristics of late-acquired incomplete stent apposition: a comparison with first-generation and second-generation drug-eluting stents; j invasive cardiol (2015 dec 15) vol 27; there were 12 cases of late-acquired incomplete stent apposition (isa); and 1 case of target lesion revascularization (tlr) in the cypher sirolimus-eluting stent (ses) arm of the study. About 83 % of the isa were located at the body of the ses stent, while 17 % were identified on the edge. Isa was defined as separation of at least 1 stent strut from the intimal surface, with evidence of blood flow behind the stent strut(s). Late-acquired isa was defined as isa identified at follow-up, but not at post procedure